Manufacturer narrative:
Patient¿s identifier/initials and age/ date of birth are not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 03.010.045, synthes lot#: 4819619, supplier lot #: n/a: release to warehouse date: 22-apr-2005, manufactured by (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the insertion handle for lateral entry nail was bent and did not align with the nail during a nail insertion procedure on (B)(6) 2017. The insertion handle is not visibly bent; however, the guide sleeve would not go through the insertion handle. A nail and four screws were implanted in right femur due to a patient fall. There was a surgical delay of approximately 5 to 10 minutes to figure out how to proceed and obtain a new insertion handle. The surgery was successfully completed with a new insertion handle. The patient outcome was as expected. Concomitant devices reported: 10mm ti lateral entry femoral recon nail-ex/460mm/rt-sterile (part # 04.003.372s, lot # unknown, quantity 1), 5.0mm ti locking screw w/t25 stardrive 52mm f/im nail-sterile (part # 04.005.542s, lot # unknown, quantity 1), 5.0mm ti locking screw w/t25 stardrive 54mm f/im nail-sterile (part # 04.005.544s, lot # unknown, quantity 1), 5.0mm ti locking screw w/t25 stardrive 46mm f/im nail-sterile (part # 04.005.536s, , lot # unknown, quantity 1), 5.0mm ti locking screw w/t25 stardrive 76mm f/im nail-sterile (part # 04.005.566s, lot # unknown, quantity 1), 12.0mm/8.0mm protection sleeve 188mm (part # 03.010.063, lot # unknown, quantity 1). This report is for one (1) standard insertion handle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: the complaint was able to be confirmed at customer quality as the alignment tab was bent slightly inwards at an approximately 5-degree angle. Outside of the damage, the device was returned in good condition. A definitive root cause could not be determined but it is likely that excessive force or inattentiveness during use or sterilization contributed to the complaint condition. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. Replication of the complaint is not applicable as the complaint was visually confirmed. Please note that the complaint category of ¿bent¿ was selected as a bent tab would prevent proper alignment of the insertion handle to the nail. Change device category from failure to align to bent. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.